Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. It was noted that the right ventricular lead exhibited an increase in capture thresholds and decrease in sensing. Perforation was suspected. The lead was explanted and replaced successfully. The patient was stable before, during, and after the procedure.